Manufacturer narrative:
The date of this submission is 25-jun-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed for general oral hygiene (route- dental, lot number 3523d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that while dispensing, the metal cutter of the flosser kept on snapping off through usage while pulling the floss. He also noticed that when he got towards the end of the spool there was a hardened wax that covered the floss all over and the floss was stuck together in the spool. He had to re-roll it after dispensing because he could not get its end to pull out. The floss string did not break. He stated, the floss that was used worked well. The returned sample was received opened and used on (B)(6) 2014. The sample was visually evaluated and met specification. The additional quality investigation elements are not available yet. This report had no adverse event and the action take with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 11-jun-2014. The lot number 3523d was identified properly printed on the dispenser. Device history record review was performed, no non-conformances or abnormalities were found and the product met specifications. Review of the retain sample, manufacturing related issues, and trend analysis did not indicate that the product failed to meet specification. Based on the information available, this device was used as intended for treatment. The complaint was closed with a disposition of not confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss wax for general oral hygiene (route- dental, lot number 3523d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that while dispensing, the metal cutter of the floss kept on snapping off during usage while pulling the floss. He also noticed that when he got towards the end of the spool there was a hardened wax that covered the floss all over and the floss was stuck together in the spool. He had to re-roll it after dispensing because he could not get the end to pull out. The floss string did not break. He stated the floss that was used worked well. The returned sample was received opened and used on (B)(6) 2014. The sample was visually evaluated and met specification. The additional quality investigation elements are not available yet. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.